Event description:
Toothbrush bristles came loose and lodged in the back of throat. Consumer vomited bristles up, and in doing so she hit her head on the toilet causing a bruise to her forehead. No further info provided. Report rec'd. 03/19/2008.